Event description:
It was reported that during a set up for a laparoscopic assisted vaginal hysterectomy procedure, there were two devices that the saline was inserted during the filling test and the balloons burst. There were no pieces that fell into the patient, the third device worked filling in the same manner as the first two devices. There was no patient contact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Inst 1 based upon the visual and functional examination, it was concluded that the balloon had burst. Balloon bursts can occur when the balloon is overfilled. Inst 1 we did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Inst 2 based upon the visual and functional examination, it was concluded that the balloon had burst. The cause for the burst is unknown. Balloon bursts can occur when the balloon is overfilled. Inst 2 we did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device 2 additional information: batch # unk, expiration date: unk, manufacturing date: unk.